Event description:
An aus device was implanted on 3/10/95. The balloon and pump were revised on 1/31/97. The cuff was removed from the pt and replaced on 8/12/97 due to too long-replaced with smaller cuff.